Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 19dec2024: acute stick from original access and angio-seal kink occurred when they attempted to insert, the device did not deploy. The device was removed removed and manual pressure was applied. Hemostasis achieed by manual compression. The procedure being performed for the patient prior to use with angioseal was an angiogram. There was no pre-deployment angiogram performed. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided . A3a: sex: requested, not provided . A3b: gender: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . D4: lot number: requested, unknown. D4: expiration: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E1: contact: multiple staff members. E3: occupation: ccl staff. H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor had an issue with an angio-seal device. Members of the staff relayed that she had 5f access and did not dilate to 6f short sheath prior to attempting 6f angio-seal vip closure. They also mentioned that the stick was an acute degree and upon attempt the closure device kinked. There was no mention of any patient complications, and there was no blood loss.